Event description:
It was initially reported to target that during an embolization procedure the idc coil stuck at the distal shaft of the fastracker-18 catheter, and then it was cut when retrieving. Upon initial eval, it was found that the idc coil was in one piece. Additional info requested. Per a follow-up by a co rep on 4/15/1999, target was informed that the idc coil detached within the catheter, and it was removed with the catheter without problem. The procedure continued and was successfully completed. The condition of the pt was not affected by this incident and was reported as good after the procedure.